Event description:
The patient reported that they fell onto their back. The patient went to sit down on a bench and slipped off of it and went down hitting a table. The patient stated the pump is in their back and he fell onto the pump. The patient had a pinching feeling at the pump site when they move a certain way. The patient did not have any bruising but stated "feels like somebody put a knife in my back" when they move a certain way at the pump site. The patient thinks the pump may have become un-sutured from the fascia but that was not confirmed at the time of the report. The patient¿s pain had increased since the fall. The patient was seeking a hcp as the patient was traveling. The patient also try to see their hcp in (B)(6) next week. The pump was used to deliver morphine and an unknown drug. No interventions or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information received the patient had no concerns with their device or therapy. They received assistance, and their concerns were resolved.